Event description:
Event description guidant received information that the patient with this left ventricular implantable lead sneezed during their dialysis treatment three months after implant. Following this, the patient reported pain on their left side. It was noted that the left ventricular threshold values had increased and the lead had become dislodged. Further evaluation determined that the dislodgement caused a dissection of the vessel.